Event description:
During implant, loss of capture and high impedance were observed on the left ventricular (lv) lead. A different lead was used in order to resolve the event. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of no capture and high lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies.